Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the hand piece had no energy to seal the vessel. Regrasp alarm was not heard, but end tone was heard. Another hand piece was used without an issue. There was no patient injury. No further information available.